Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized with hypoglycemia. The reporter was unable to provide any additional information in terms of specific blood glucose values or symptoms. There was no information provided as to treatment that the patient received during the alleged hospitalization. This complaint is being reported based on the allegation that the patient was hospitalized with a blood glucose excursion and the pump could not be ruled out as a contributing factor.